Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for a low blood glucose reading of 28 mg/dl. It was stated that the customer had filled a new reservoir with insulin and may have inserted it into the insulin pump while being connected. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test.